Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was lost to follow up and presented to the hospital. Upon interrogation, the physician noted that the pacemaker was eroded through the skin which caused infection. The leads were not eroded, but there was vegetation on the leads. The primary and secondary cause of infection was device erosion. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The whole system was explanted. The patient was stable post procedure.